Event description:
On (B)(4) 2012, the lay-user/patient contacted animas (anm) on behalf of her daughter (the patient) and reported elevated blood glucose (bg) levels. The reporter indicated that the patient had elevated bg levels for 2 straight days. She claimed that she could not get the patient's bg levels below "300 mg/dl" even with injection treatment. The patient reportedly had moderate ketones and symptoms of frequent urination, increased thirst, and fatigue. On (B)(6) 2012, the patient's bg's were in the "300's" mg/dl during hours of sleep. The patient was treated with an injection at an unspecified time. The next day on (B)(6) 2012, the patient had a fasting bg level of "350 mg/dl." After eating breakfast, the patient's bg level reached "460 mg/dl." At 9:20 am, the patient's bg level elevated to "488 mg/dl" after an injection. The reporter claimed that the patient's site was changed 4-5 times during the 2 days with no success. The reporter denied observing abnormalities with the site(s). She denied observing blood in the cannula or tubing. The cannula and tubing were not bent or kinked. She also denied having leakage at the site or in the cartridge compartment. No associated alarms were found in the pump's history. The tdd and bolus, basal, suspend histories/settings were all correct. A review of the pump's prime history revealed that the patient was not performing the fill cannula step properly. The patient did not have any changes in lifestyle, activity level, medications, stress level, hydration/pain levels, weight, or diet. The reporter mentioned, however, that the patient was possibly going through a growth spurt and puberty. After switching to a different vial of insulin and taking an injection, the patient's bg level decreased to "425 mg/dl." The reporter was instructed on proper fill cannula instructions. She was also advised not to use the old vial of insulin. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed elevated bg levels with symptoms suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error considering she was not performing the fill cannula step properly. In addition, there is possible evidence that the patient's insulin was an issue since her bg began to come down after a new vial was used.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.